Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited noise. No patient symptoms were reported. No intervention was performed. The patient will continue to be monitored.

Event description:
New information states that inappropriate auto mode switch episodes were noted due to lead noise. The patient was in a stable condition.